Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after a diagnostic procedure. Reportedly, the clip deployed outside of the artery. It was retrieved and manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. The clip deploying outside of the artery as reported can be influenced by, but not limited to; manufacturing, user technique and/or patients anatomical condition. As part of the manufacturing process the devices are inspected and verified for proper loading of clip onto carrier tube. Also a sample of finished devices is taken from each lot and verified for ability to functionally deploy. Based on the review of the reported information, and inspection criteria, a definitive cause of the reported event could not be determined. Eight unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.